Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that patient feels pain at the implant site due to weight loss and patients ipg had eroded. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.